Event description:
A surgeon reported that during a vitreo retina procedure there was low intraocular pressure and the amount of perfusion was not enough during aspiration with the probe cutter. The procedure was completed without consequences to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 07/11/2014. (B)(4).